Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) was isolated to an issue inside ECG ¿c¿. An unused pulse wire migrated within the ECG electrode, causing the ecgs to not recognize and damaging wires within the connector. A root cause investigation determined that the cause of the unused wire migration in the ECG ¿c¿ cable was the lack of a method to secure the unused wire ends. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.